Manufacturer narrative:
No cartridge was returned for evaluation and a lot number was not provided. The product meets all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established. This report and the information contained herein is submitted to the applicable competent authority under medical device directive 93/42/eec and represents the information available to the company at the time of the report.

Event description:
A report was received on (B)(6) 2019 from the home therapy nurse (htn) regarding a (B)(6) female with a medical history significant for autoimmune hemolytic anemia, splenectomy, sepsis, grand mal seizures and an intraventricular hemorrhage, who became symptomatic ¿immediately after¿ initiating her first hemodialysis treatment with the nxstage system (B)(6) 2019. Symptoms included decreased oxygen saturation with cyanosis evident in the fingernails, a decrease in blood pressure, flushed skin and nausea which resolved after approximately an hour with administration of nasal oxygen. No other treatment was required. Additional information received on (B)(6) 2019 from the htn indicated the patient recovered without sequelae and continued to perform therapy with the nxstage system.